Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the blood glucose had been running low. The blood glucose reading was 35 mg/dl at the time of the incident and had been brought up to 137 mg/dl at the time of the call. The customer treated with food. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as shown the status screen. The customer had lost weight recently. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.